Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she treated her low blood glucose level with cookies. Her current blood glucose level was over 400 mg/dl. The customer treated their blood glucose level with the insulin pump. Troubleshooting was declined. The device was not returned.